Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(4) clinical study. On (B)(6) 2014, the patient underwent their third bronchial thermoplasty treatment to the upper right and left lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2014 following the third bronchial thermoplasty treatment, the patient experienced exacerbated asthma with symptoms of post breath shortness and wheezing and was admitted to the hospital for observation. The subject continued with the symptoms and was admitted to the hospital on (B)(6) 2014. The patient was treated with IV steroids, nebulizers, and avelox. The patient was discharged on (B)(6) 2014. The event is reported as continuing. Pre-bronchodilator, fev1: 2.18. Fev1 % predicted: 67.91, fvc: 3.29. Fvc % predicted: 87.27, post-bronchodilator. Fev1: 2.62, fev1 % predicted: 81.62. Fvc: 3.60, fvc % predicted: 95.49.

Manufacturer narrative:
Patient identifier: (B)(6). Patient weight: (B)(6). MFR name: boston scientific corporation(B)(4). Study source: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(4) study. On (B)(6) 2014, the patient underwent their third bronchial thermoplasty treatment to the upper right and left lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2014 following the third bronchial thermoplasty treatment, the patient experienced exacerbated asthma with symptoms of post breath shortness and wheezing and was admitted to the hospital for observation. The subject continued with the symptoms and was admitted to the hospital on (B)(6) 2014. The patient was treated with IV steroids, nebulizers, and avelox. The patient was discharged on (B)(6) 2014. The event is reported as continuing. Pre-bronchodilator - fev1: 2.18; fev1 % predicted: 67.91; fvc: 3.29; fvc % predicted: 87.27. Post-bronchodilator - fev1: 2.62; fev1 % predicted: 81.62; fvc: 3.60; fvc % predicted: 95.49. Additional information received as of february 17, 2015. The reported event of asthma aggravated was reported to have resolved on (B)(6) 2015. The asthma has resolved with residual effects. The patients asthma is worse than baseline, but it is believed that the patients baseline gerd is causing this.